Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll (B)(4) for evaluation. The customer reported complaint for the autopulse platform having unreadable lcd was not confirmed. The platform display was visible and functioned as intended. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported complaint, therefore, the root cause could not determine. Visual inspection of the returned platform was performed and found no physical damage. No discrepancies were found in the archive data. The platform has passed the initial functional testing without errors. The lcd display head works fine and has no unreadable characters. The screen is filled and has no dead pixels. The platform has passed all the functional testing criteria.

Event description:
It was reported that during morning shift check, the autopulse platform lcd display was blank when powered on after changing the battery. The customer tried to adjust the lcd light/dark setting; however, the same issue persisted. At unspecified time later, the customer powered on the platform and the lcd was working fine; however, when the platform was power cycled, an intermittent issue with the lcd display was noted. No patient involvement was reported.